Event description:
It was reported the patient lost stimulation after a vomiting episode. An sjm representative reprogrammed to no avail. Diagnostic testing revealed low impedances. The physician determined the lead pulled out of the epidural space. On (B)(6) 2014 the physician repositioned the lead. The patient was reprogrammed and reported receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.